Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the single use irrigation and aspiration (I/a) tip had a rough surface when observed during a surgical procedure. The tip was exchanged to complete the surgery. There was no harm to the patient.